Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges there was a leakage from the catheter during use. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. Visual examination did not reveal any defects or anomalies. The length and ou ter diameter of the catheter were measured and were found to be within specification. Functional testing was performed by connecting the three extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter. The instructions for use (IFU) provided with this kit cautions the user, "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. Alcohol should not be utilized to declot polyurethane catheters. Use of a syringe smaller than 10 ml to irrigate or declot an occluded catheter may cause intraluminal leakage or catheter rupture." (Con't) other remarks: the reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. No problem was found with the returned catheter.

Event description:
The customer alleges there was a leakage from the catheter during use.the catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges there was a leakage from the catheter during use. The catheter was replaced.